Event description:
After iabp for four days, the iab leaked. Blood was noted in the catheter. The doctor had difficult removing the iab so the iab was surgically removed. (Event complications: the iab was surgically removed - ) reported 7/7/97. (Pt's current status: unk - rpt'd 7/7/97.)